Manufacturer narrative:
(B)(4). Concomitant medical product: biomet microfixation 2.0 mm twist drill catalog #: 01-9196 lot #: ni. Therapy date: (B)(6) 2018. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00363.

Event description:
It was reported two drills broke while being used in the spinal cord. The procedure was completed using another drill of the same type. The patient did not retain a foreign body. There was a ten (10) minute delay. No additional patient consequences were reported

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the drills showed that both drills were fractured near the point where the fluted section begins. There are no indications of manufacturing defects. Two potential lots were identified, 212000 and 753400. Device history record (DHR) was reviewed for both lots and no discrepancies were found. Investigation results concluded that the reported event was due to excessive force during use. The instructions for use (IFU) for this drill states in the section titled warnings and precautions: excessive force may cause unusual stress conditions and result in breakage or fracture of the device. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Lot number: 212000 and 753400. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00363-1.